Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menometrorrhagia, menorrhagia, dyspareunia, abdominal distension, abdominal pain, abdominal pain lower, back pain, weight increased and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device dislocation, dyspareunia, menometrorrhagia, menorrhagia, migraine and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menometrorrhagia, menorrhagia, dyspareunia, abdominal distension, abdominal pain, abdominal pain lower, back pain, weight increased and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device dislocation, dyspareunia, menometrorrhagia, menorrhagia, migraine and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.